Event description:
Dopamine 60cc hung in syringe pump. Set to infuse at 1cc/hr. Approx 2 hours later, found only 23cc left in syringe. Infusion stopped. Bp elevated, but returned to normal without treatment. Pump checked by biomed and found to operate appropriately.